Event description:
It was reported that the insulin pump keeps turning itself off and to turn it back on the customer has to repeatedly hit it against a surface. It was stated that this has happened on several occasions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.